Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
During the surgery for a minimaxlock mtp plate, the tip of the hexstar driver broke inside the screw head. The tip remained in the screw head, and remained implanted into the patient.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.